Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry it was learned that a 29mm 7300tfx valve in the tricuspid position was explanted after an implant duration of 4 years, 30 days due to endocarditis. The explanted valve was replaced with another 29mm 7300tfx valve. Per medical records, the patient underwent redo- tvr with a 29mm 7300tfx valve. Intraoperatively, after the 29mm magna valve was seated, upon inspection the posterior coaptation appeared to impinge down and the struggle was identified as not adequately into the right ventricle. Pledgeted sutures were removed posteriorly, and strut was repositioned. The valve seated and functioned well. Post bypass tee showed no pvl with mild central tricuspid regurgitation ((B)(4)). Pathology report shows valvular tissue with fibrosis and calcification.

Manufacturer narrative:
H10: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 29mm 7300tfx valve in the tricuspid position was explanted after an implant duration of 4 years, 30 days due to unknown reason. The explanted valve was replaced with another 29mm 7300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.